Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was image loss during procedure.

Event description:
It was reported that there was image loss during procedure.

Manufacturer narrative:
The manufacture date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: display error message. Probable root cause: cables, connectors, sources, or sinks, capture card, motherboard, power, supply. Sdc firmware. Over-heating . Sdc application software, clarity package. Clarity algorithm. Manufacturing defects. Use error h3 other text : 81.